Event description:
Philips received a report that a patient experienced sudden hearing loss after an mr examination.

Manufacturer narrative:
Investigation: this report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the achieva 3.0t indicating that the patient experienced sudden hearing loss after the test. An analysis was done to determine the sound levels created by the system during the examination. The analysis showed that the noise level of the examination (extrapolated to a 1 hour examination) was 106.3 dba. The hearing protection provided to the patient were earplugs, that offers a damping of 30db in the 1 khz range. We therefore calculate with 30 db damping from the provided headset and earplugs. The attenuated noise level is (106.3 dba. ¿ 30 db) = 76.3dba. This is well within the limit of 99 dba as formulated in the iec60601-2-33 standard. There is no evidence that the reported hearing loss resulted was caused by a malfunction of the mr examination. Conclusion: reported incident was investigated, and no indication of a malfunction of the mr system were observed related to the sound levels. The patient was provided with adequate hearing protection in the form of earplugs with a damping of 30db as required in the instructions for use.